Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed and met acceptance criteria. Tracking and trending revealed no atypical complaint activity for the reported issue with the customer's assay lot. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated a ca 19-9 result of 80.96 u/ml. Aliquots from the sample generated repeat results of <2, 2.79, <2, <2, <2, 5.29 and <2 u/ml. The falsely elevated ca 19-9 result was not reported outside the laboratory, and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.